Event description:
End of (B)(6) 2004 received the "botox approved for animal research only" lasting 3 weeks per at (B)(6) per treatment. Years later after I received and had already begun nursing my daughter, I was approached by the state. I was informed that I was the only one that had not signed off on a vague waiver. He also put breast implants that I am concerned are questionable. I scratched through the consent line for him to use my before and after photos that he made me get. But, found that on the open internet anyway. I had eustachian tube dysfunction with vertigo and narcolepsy at the time as well as nose issues. My daughter had feeding and stomach problems, as well as speech problems which I have been informed are worsening. Initially the doctors were threatening me as if I were the cause of the issues. The doctor said I could breastfeed. That was the first thing I asked after noticing he was a plastic surgeon. She was taken from me 3 1/4 yrs ago, so I have been unable to discuss this with any medical professional on her behalf. However, locally there is no one that I particularly entrust our health to. I was never given any warnings, advised on testing or treatment. My pcp ran some tests the other day, but not for botulism. The injection site also seemed unusually irritated, also. I also had a thoracic herniated disc and impinged spinal cord. Having somewhat of an athletic background they have been horrible, not to mention painful causing strain on the thoracic injury. I know at some point these are supposed to be replaced. However, I didn't "require" them. I don't know what the solution is. Or if there is a potential danger when removed or if leaking. Or if they could have contributed to the mastitis I got. I also had a surgery in (B)(6) 2010 for some unk development on my rotator cuff the surgeon referred to as "I have never seen anything like this". And the oncologist said "it's not cancer". No one has done anything about this. The whole process lasted months. He dismissed my calls after I delivered in (B)(6). Rx meds: flonase, klonopin, flexeril. Otc meds: (B)(6) be-wholesome vitamins from time to time, vitamin c, aspirin, more rarely acetaminophen, sodium naproxen and one or two other over-the-counter items, as needed. Reason for use: bad wrinkles in forehead. Only lasting three weeks. Filling breast implants.